Event description:
The customer reported that when placing the single use distal cover on the duodenovideoscope, the cover split apart and widened. The issue occurred when preparing the device for use in a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure. There was no dropout and another device was used to complete the procedure. The customer noted the issue had occurred previously. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the event could not be reproduced. A disposable tip cover was attached to the scope and stress such as twisting and pulling to the tip was applied. The tip cover did not fall off and the lit did not split or widen. The scope forceps stand was checked and there were no dents or scratches on the ends. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the event could not be reproduced during device evaluation, a definitive root cause of the split cover could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). - never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Inspection of the distal cover. Should any irregularity be observed when inspecting the distal cover, do not use it. A distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. In addition, if the distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Attaching the distal cover. Do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover. If a distal cover with cracks is used, it may cause thermal injury due to electric current leaks when high-frequency cauterization treatment is performed. When attaching the distal cover, gently hold the bending section as close to the distal end as possible. Forcefully grasping other parts of the bending section can damage the mechanism of the bending section or deform its covering. It may also become impossible to straighten the bending section during an examination. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.